Event description:
It was reported that the patient had a periprosthetic fracture of the right femur on her right knee, which was fixed by a cemented total endoprosthesis. The patient was implanted with a 12 hole proximal ncb pp, right, with ncb trochanter plate, narrow, and two cerclage on (B)(6) 2013. The patient was only allowed to put load on her right femur 3 months after implantation. On (B)(6) 2013, the patient underwent x-ray control of her right femur. It showed that the connection between the trochanter plate and the proximal ncb plate was loosened in situ. On (B)(6) 2013, the patient underwent revision surgery to remove the ncb pp metal and explanted the cemented hip total endoprosthesis.

Manufacturer narrative:
The manufacturer has not yet received the affected devices. The lot numbers were received for the devices, though and the device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the information provided at this time of the report. Once more information is received or the product has been investigation and the result is made available, an updated report will be submitted. (B)(4).